Event description:
It was reported that the patient fell off the stretcher as the stretcher was being tilted down. It was reported that the patient was being transported due to a gun shot wound. It was reported that the patient passed away.

Manufacturer narrative:
It was identified that the stryker product did not cause or contribute to the patient death. A visual/functional inspection was performed by a 3rd party, no defects with the unit were identified. Device evaluated by 3rd party.

Event description:
It was reported that the cot tipped over with the patient as the cot was tilted down. It was reported that the patient was being transported due to a gun shot wound. It was reported that the patient passed away.